Manufacturer narrative:
Batch review performed on 10 july 2019: lot 181582: (B)(4) items manufactured and released on 25-may-2018 expiration date: 2023-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and a revision of the poly (primary surgery was performed 1 month earlier). The surgery was completed successfully.